Event description:
The doctor reported that a dozen crowns came off after approximately 2, 3 and 4 years. The cement was jelly like and some decay present. In some cases the doctor had to redesign preparation and in several cases he had to do endodontic treatment. In one case he reported that he had to extract the tooth because of decay.